Event description:
According to the reporter, on the day of the event, during routine patient rounds during hemodialysis, a patient was observed to have bleeding at the catheter insertion site. Upon immediate inspection, a crack was identified in the venous end of the catheter. The physician was notified, and a new venous access was established to continue dialysis. The attending physician informed the patient and family of the situation and contacted the supervising physician. The patient was scheduled for a catheter tip replacement at the bedside on (B)(6). Nothing unusual was observed on the device prior to use. Flushing was done with normal results. The cleaningagent(s) are allowed to dry thoroughly prior to applying ointment(s) to the area. As a remedial action, the catheter was repaired. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. No excessive force was used on the device. No intervention/treatment was required as a result of the event. The procedure was able to proceed and complete. There was a leak at the venous end of the catheter. Tego was not utilized. There was no luer adapter issue. The insertionsite was not treated prior to product placement. Hand was the method used to tighten the adapters. There was no blood loss, and blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.